Event description:
The customer reported the battery only worked for 5 minutes then the device shutdown unexpectedly during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.